Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One do not use-full osseotite® certain® implant 5 x 8.5mm (ifos585) was returned for investigation with an unknown gingihue abutment threaded into the implant. Visual inspection of the returned product identified signs of use, dried bone around the implant threads and no apparent malfunction. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured and verified to match specifications per dwg. No. 223451 rev g. The patient had moderate (type ii) bone density. The reported device was located on an unknown tooth and was used for approximately 4 years 6 months. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) & biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) information identified: warnings, precautions, sterility, potential adverse events. Complainant reported that the implant was removed due to infection and inflammation. The reported events are non-verifiable as the device did not malfunction, pictures or x-rays were not provided and medical events are non-verifiable events. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed peri-implantitis. The implant was removed and the site grafted.